Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked. This was noticed during night cycle one of four of peritoneal dialysis therapy. There was no damaged noticed on the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.